Event description:
Reportedly, on (B)(6) 2016, a patient called the helpdesk service because the status light on his home monitor turned on only when pushing the power cable highly into the connector. The home monitor was in use since(B)(6) 2016.

Event description:
Reportedly, on (B)(6) 2016, a patient called the helpdesk service because the status light on his home monitor turned on only when pushing the power cable highly into the connector. The home monitor was in use since (B)(6) 2016.